Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The logs were reviewed and the alarm was confirmed. The power controller was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the machine shut down during a case and alarmed to reboot the machine. The clinician reportedly used an ambu bag to ventilate the patient and rebooted the machine. The customer reported that, during the reboot of the machine, the patient had a momentary rise in blood pressure and quickly recovered when the anesthesia machine was rebooted. There was no reported patient injury.